Manufacturer narrative:
Section h6: device received in a condition which made analysis impossible. Customer returned expired test strips. The test strips were not expired at the time of the reported event.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer's measured blood glucose value did not correspond to his health condition and symptoms. The user performed a blood glucose measurement, which was in the range of 100 mg/dl -120 mg/dl. He had symptoms of fatigue and thirst and went to hospital. The blood glucose readings obtained at the hospital were 119 mg/dl with the customer's meter and 505 mg/dl with the hospital meter (brand unknown). The customer received 8 insulin units novorapid and then another 10 units via an insulin pen and was treated with serum all night long. He remained in hospital overnight and was discharged the next day with blood glucose levels around 350 mg/dl.